Event description:
Customer reported multiple "possible fluid loss" system warnings during laser fragmentation followed by loss of vacuum; surgeon aborted the procedure. Physician completed cataract removal and intraocular lens (iol) implantation in the operating room without complications or need for further procedures. No further information provided.

Manufacturer narrative:
Section a2 a3, a4 a5, and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.